Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right ventricular (rv) lead, lead integrity alert (lia) triggered and a impedance spike was noted rv tip to rv coil and rv tip to rv ring configurations.  It was also noted that the rv lead integrity warning triggered for two or more high rate non sustained episodes, and sensing integrity counter (sic). Additionally, due to the rv lead oversensing and impedance changes it is likely there is a rv tip fracture.  It was also reported the alerts were bothersome for the patient and when exercising felt a sudden pop near the implantable cardioverter defibrillator (ICD) device site and then started hearing the toning.  The ICD remains in use.  No further patient complications have been reported as a result of this event.